Event description:
Information was received from a user facility medwatch on 27feb2012. The user facility medwatch number is (B)(4). Broken while surgeon was performing a right l5-s1 lumbar laminectomy disectomy, the tip of a #4 ring curette broke off.  The tip of the ring curette was retrieved with no resulting injury to the patient.  Removal of the piece was confirmed with x-ray.  The customer indicated that they cannot release the instrument for evaluation.  The instrument is available for onsite inspection.  The customer sent three pictures of the instrument which have been attached to the complaint.

Manufacturer narrative:
(B)(4). If additional information is obtained, a follow up will be sent.